Event description:
Our rep reports that a patient had an arthroscopic shoulder repair in 2007. At some time subsequent to the repair, the patient felt a grinding sensation within his subject shoulder. Somehow it was determined that the versalok soft tissue fixation had pulled out of the bone hole. An arthroscopic re-surgery was performed in 2008 to remove the loose device. At this surgery, the fixation device was removed, and it was noted that the original repair was fully healed, there was no need to re-fixate the cuff. This procedure was completed successfully without further issue or harm to the patient.

Manufacturer narrative:
At this point in time, mitek is in the information gathering mode. When all of the information that can be had, and the complaint device received and evaluated, our conclusions will be the subject of a follow-up report.